Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was at school and received calibration errors and sensor error alerts and then she noticed the sensor was coming off and she could see the wire so she removed the sensor. Mother was advised that was the correct thing to do and to call back if issue persists with new sensor. Blood glucose value is unknown.